Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. Reportedly, the issue occurred multiple times. The customer continued to use the cartridges with no additional issues occurring. Blood glucose level was not impacted.